Event description:
Later, healthcare professional reported "textured implants and the patient wants a replacement for smooth implants" and "the implants were intact". This record is for the left. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported left side textured device, recall, swelling, pain, and liquid border. Patient additionally reported possible cancer not related to the device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.